Event description:
On 2/28/97 the account reported erratic cbc results, which were given by the device, and the pt subsequently received two units of blood. The pt's cbc results before the transfusion were: wbc=3.6; rbc=2.31; hgb=5.4; cht=20.1; mcv=87; plt=133. The pt's cbc results after the transfusion were" wbc=6.5; rbc=4.77; hgb-14.4; hct=14.4; mcv=89.9; plt=217. According to the customer, they only use the open mode sampler. No further pt info provided.

Manufacturer narrative:
Complaint investigator: code 81: a customer return was not received. On 3/5/97, a field service representative (fsr) was dispatched to the customer site. The fsr performed a normal troubleshooting and preventative maintenance. Adjustments were made to the hgb offset and gain adjustments to the pam pcb. The preventative maintenance was completed and the instrument met performance specifications. No corrective action is necessary. The fsr site visit resolved the customer's complaint. This is the final report.